Event description:
Additional information received identified the ipg was explanted replaced with another model which resolved the issue.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient felt the ipg was migrated and tilted in the ipg pocket. X-ray did not reveal any anomalies. However, surgical intervention may be taken at a later date to address the issue.

Event description:
Additional information received identified the patient may have experienced discomfort (described as jolting sensation) before the replacement. Reportedly, issue has resolved. Effective therapy was restored postoperatively.